Event description:
The manufacturer received information alleging a ventilator service required condition occurred on a trilogy evo ventilator. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was returned and evaluated by the manufacturer service center, and the ventilator service required error was confirmed. The service technician states that an internal battery wake volt failed error code was found in the device's error log indicating an internal battery malfunction. The voltage of the internal battery was less than 10 volts or there is an abnormality in the analog to digital conversion. The service technician states that the system printed circuit assembly (pca) board was replaced to resolve the error. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.